Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg was moved up and buried deeper.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.